Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the extremely tortuous distal circumflex artery. After pre-dilatation was performed with a 2.0mm x 20mm balloon catheter, a 2.25 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, the physician noted that the struts began to foreshorten; therefore, the stent was placed in the proximal circumflex and was deployed. Subsequently, multiple stents were placed to repair the vessel. The vessel was in good shape and the procedure was completed. No patient complications were reported and the patient's status was good.